Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited a greater than 3000 ohms pacing impedance measurement, loss of capture, and intermittent sensing.